Manufacturer narrative:
(B)(4). An open twist clamp on the transfer set was reported and is a known cause of leakage from the end of the transfer set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to close all clamps at the end of therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a system error (se) 2240 alarm, a technical service representative (tsr) discovered that a home patient (hp) disconnected from the homechoice device, but failed to close the transfer set prior to disconnection. A care giver (cg) reported that fluid was leaking out of the transfer set. The tsr instructed the cg to close the set. The tsr then advised the cg to contact a registered nurse (rn) regarding the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.